Manufacturer narrative:
Part 245.071, lot 8299772: manufacturing location: (B)(4). Release to warehouse date: march 01, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Date of non-union and bent plate is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a 3.5 mm locking compression plate (lcp) reconstruction plate and seven (7) cortex screws on (B)(6) 2017. Patient was returned to surgery on (B)(6) 2017 due to non-union and a bent plate. The bent plate was removed and replaced with another plate. Surgery was completed successfully with no delay. Patient reported as stable. Concomitant devices reported: cortex screw (part number unknown, lot number unknown, quantity 7). This is report 1 of 1 for (B)(4).